Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels displayed as low and high; cause was due to sensor error; however the sensor issue was not confirmed to cause customer's bg level. Customer was instructed to reset the pump. No further information was provided.